Event description:
A 69 year-old male was admitted for acute renal failure secondary to chemotherapy for periform sinus squamous cell carcinoma. A temporary dialysis catheter was placed in the internal jugular vein on 11/26/99. The pt received two dialysis treatments. On the evening of 11/28/99 at 2:35 am, the pt summoned the floor nurse via his call bell to notify her that the bedside alarm was sounding as the tube feeding bag was empty. The problem was addressed by a different nurse. At 2:40 am, the pt's nurse checked on him and found him awake and alert, sitting on the side of the bed watching television. The dressing at the site of the dialysis catheter is noted in the medical chart to be dry and intact. At 3:15 am, the pt was found slumped over in bed, dead in a pool of blood. His catheter was on the floor beside the bed. The suture wing was still sutured to the pt's neck, and there was no sign of tearing of the pt's skin at the site. Upon examination, both the catheter and the suture wing were intact. It is unclear how the catheter came free from the suture wing.